Event description:
Patient's family member reported to orthodontist that a retainer wire was loose in patient's month, but that before an appointment could be made to secure the retainer wire, patient swallowed the wire which was approx one and a half inches in length. Subsequent x-rays showed that the wire passed through the patient's intestine but now is embedded in tissue between the bladder and the rectum. Patient's physician recommends leaving the wire ats its current site. Patient plans to seek a second opinion as to whether or not the wire should be removed.